Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) he activated a new pod and stated the insertion process was painless. About 6 hours later, his blood glucose reached 325 mg/dl. The pod was removed and he stated the pink slide had moved forward and the cannula is visible. He also noticed the cannula was bent and believes that the cannula was not inserted correctly into the infusion site but he was not sure.